Event description:
Customer reported that the insulin pump alarmed for a failed battery. Customer did not remember the blood glucose reading. He stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not corroded or damaged. Customer reinserted a new battery and received another failed battery test alarm. Nothing further was reported.

Manufacturer narrative:
All of the operating currents were within specification and no unexpected low battery, off no power or failed battery tests alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.